Event description:
Pt's mother stated that the pt was hospitalized on (B)(6) 2013 from the adverse effects of drugs which caused fatigue, abdominal pain, and lack of urination. The mother said that tests showed kidney problem since the urine was very concentrated. The next day the pt was discharged having fully recovered. The mother questioned the pump's accuracy of the delivery rate since her son had been hospitalized. On (B)(6) 2013, the mother reported the pump was stolen. It turned out that the police had confiscated the pump from a nurse who referred herself to the pt and family. The police had the pump and wanted the pt's history log to be sent to the specified case number.

Manufacturer narrative:
Product was not returned. A follow up will be submitted if new information is received.